Manufacturer narrative:
(B)(4). There was no reported product deficiency. Perforation and cardiac tamponade are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The jostent graftmaster is being reported under a separate medwatch MFR report number.

Event description:
It was reported that during the procedure a xience v stent was successfully implanted in the left anterior descending (lad) lesion. Post stent deployment a perforation was seen in the lad. A graftmaster stent delivery system was advanced, intended to treat the perforation, however, the stent dislodged from the delivery system. The stent was retrieved using another balloon and was removed from the body. The patient developed cardiac tamponade and underwent single vessel coronary artery bypass. Post-operatively the patient was stable. Though requested no additional information was provided.